Manufacturer narrative:
No details of the patient and event are available at this time. The device has not been returned for evaluation; as such a definitive root cause of the reported complaint cannot yet be determined. A supplemental report(s) will be filed as the information becomes available.

Event description:
Olympus received a report stating, during a procedure the device continued to malfunction. Upon the doctor¿s inspection the tip of the device broke off. No reported adverse impact to the patient.